Manufacturer narrative:
A planned maintenance (2) was also performed as it was determined to be overdue. The catalytic converter, oil mist filter, vacuum pump oil, iso kf centering ring and the adapter converter were replaced to resolve odor/smells issue in addition to the vacuum pump . Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for analysis. The assignable cause of the odor/smells issue is the vacuum pump, catalytic converter, oil mist filter, vacuum pump oil, iso kf centering ring and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 02/15/2017. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.